Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the extremely tortuous, moderately calcified and 99% stenotic proximal left circumflex artery. The physician advanced a 3.5x12mm quantum maverick balloon to the lesion to post dilate the proximal edge of a taxus stent. Then the physician inflated the balloon to 16atms for 10 seconds and it ruptured. The device was removed from the patient intact. The procedure was successfully completed with a non-bsc balloon. Patient status is reported as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.